Manufacturer narrative:
Evaluation: the product said to be involved was returned to cook for evaluation on (B)(4) 2011. The product was returned to our approved stent supplier for evaluation. We have not yet received the evaluation results from the approved supplier. A follow-up MDR will be submitted on or before (B)(4) 2011. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all zilver 635 biliary self-expanding metal stents are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because the report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During a double stenting procedure, the physician used cook zilver 635 biliary self-expanding metal stents. One stent was placed successfully in the left intrahepatic duct. During placement of the second stent in the right intrahepatic duct, the blue external sheath of the introduction system separated from the handle preventing full stent deployment. The physician attempted to remove the stent and introduction system from the patient as one unit, however, the partially deployed stent caught on a previously placed stent causing full stent deployment in the common bile duct. Due to the position of the deployed stent, the physician was unable to place another stent in the right intrahepatic duct. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. Due to the position of the deployed stent, the physician was unable to place another stent in the right intrahepatic duct.